Manufacturer narrative:
A1-5: select patient information cannot be provided due to regional privacy regulations. Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID: 9735821r, serial/lot: unknown.  H6) multiple annex a codes were applied to capture this event. A05 captures the psu becoming unrecognized as well as the localizer fault while a1102 captures the error message displayed. H6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system. It was reported that "bump detector battery fault" was displayed. The positioning sensor unit (psu) also had a localizer fault and became unrecognized, so its usage was discontinued. The navigation system was also discontinued. There was no impact to patient's outcome.

Manufacturer narrative:
D10 correction: product ID 9735821r updated to 9735821. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, correction: additional information added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Being used during a cranial resection procedure. This issue caused no surgical delay.

Manufacturer narrative:
H3, h6: the camera, lot number: p901675, was returned to the manufacturer for analysis. The returned positioning sensor unit (psu) h ad scratches on the housing. A check of the event log showed intermittent firmware incompatibility and low intermittent illuminator current. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .7423mm with a passing threshold of .250mm. Codes b01, c02 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.